Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he has been experiencing high and low blood glucose levels. High blood glucose was 400 mg/dl and lows were in the 30 to 45 mg/dl range. Troubleshooting was performed for low blood glucose level and no anomalies were noted. Customer was advised to monitor the device and call back if issues persisted. The insulin pump is not being returned for analysis.